Manufacturer narrative:
(B)(4). One device was received and evaluated. The visual inspection found no anomalies. However, when the trigger was activated, the knife did not extend or retract, due to a broken spindle cap tab. The tab was not found or returned. The customer's report that the cutting wrench was loose and could not control the blade was confirmed. This condition can occurs if the knife became stuck and the trigger was forced. The returned sample did not meet specification as received by covidien. A device history review was completed and no entries pertinent to the customer's report were noted. If additional info is obtained from the customer, a follow up report will be submitted.

Event description:
The customer had reported that during a procedure, when the device was opened, the cutting wrench was loose and the blade could not be used. There was no pt injury. Upon receipt of the device at covidien, a preliminary eval found that the tab on the spindle cap was broken off and missing. The customer is being notified of the missing piece, and additional questions concerning the missing piece will be extended to the customer.